Event description:
The electrode perforated the renal pelvis which caused a hematoma, clot colic and hematuria. The event resulted in a prolonged hospitalization. Note, clot colic lasted for 12 hrs.

Manufacturer narrative:
Lot history record review: the complaint information was forwarded to pronet. Pronet reviewed the possible lot history records and found no variances related to this event were observed. Review of returned sample: the complaint sample was not returned for evaluation. Conclusion: the cause of the reported complaint is unknown. The perforation of the renal pelvis could have occurred due to the patient's age, overall health, the location of the treatment area or technique. The hematoma and clot colic are not unexpected in ire ablation procedures. Based on the reported complaint the ire procedure was satisfactory. This type of complaint will continue to be monitored for trend. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.